Event description:
Pt had his generator explanted on (B)(6) 2010. Explanted generator was returned to MFR for analysis. Analysis was completed on the generator and an end of service warning message was observed and found to be associated with the output being disabled by the pulse generator. This was likely due to the use of electrocautery in the operating room while performing the explant. Output monitoring revealed some variation in the device output when programmed to pt settings. Other than the observed conditions, there were no add'l adverse functional, mechanical, or visual issues identified with the returned generator. Follow up with the surgeon's nurse revealed that an electrocautery was used in the operating room during the explant surgery. It was informed to the nurse to let the surgeon know about not using electrocautery in the operation room during vns surgery as this causes malfunction in the generator.

Manufacturer narrative:
Device failure occurred, but did cause or contribute to a death or serious injury.